Event description:
It was reported that the patient acquired an infection. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the infection, but none was available. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.